Manufacturer narrative:
Conclusion: the device has been returned for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing an embolization procedure using a penumbra coil 400. Before the procedure, the introducer sheath was introduced through the rotating hemostatic valve (rhv) into the microcatheter; however, the delivery pusher could not be advanced. To transfer the coil the physician pushed it and the delivery wire became kinked. They physician used a new one to complete the procedure. Physician's comment: I tried to transfer the coil but could not. I reluctantly pushed the device and kinked it.

Manufacturer narrative:
Result: the pusher assembly is fractured approximately 16.5 cm from the proximal end. The pet-lock is still intact. The pusher assembly is also severely kinked. The coil is detached from the pusher.. The entire pull-wire is retracted out of the pusher. Conclusion: the complaint has been evaluated. The complaint indicates that the coil would not advance into the microcatheter. It appears that the force used when attempting to push the coil into the catheter caused the pusher assembly to kink severely and break. It is unknown why the entire pull wire was removed or why the coil was detached. Based on the evaluation of the device, there appears to be no device issue. The physician may have encountered resistance during coil advancement due to tortuous patient anatomy. These devices are 100% inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.